Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
The dentist reported that she delivered the restoration on (B)(6) 2017 and torqued the screw to 20 ncm. The patient will be seen again today since patient reported that the restoration was loose. Tooth location #14

Manufacturer narrative:
One certain gold-tite tm hexed screw (iunihg) was returned. Visual inspection of the as received product identified signs of wear due to usage and discoloration around the threads and the shank. The certain gold-tite screw retained a test abutment onto an internal connection implant as intended during functional testing. The exact details of the device usage were unknown and the reported loosening could not be replicated. Therefore, the loosening event is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed.appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15. Instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. A root cause cannot be identified.